Event description:
It is alleged by the patient that, "she underwent a left total hip replacement in 2006." She further alleges that "she was revised in 2007, due to squeaking and clicking of her implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.